Manufacturer narrative:
Additional manufacturer narrative: this submission is to correct the initial MDR. The wrong model and serial number were reported and incorrect DHR information was provided. The correct device explanted was a model 3000, (B)(4) . Therefore, the implant duration is correctly stated as 3.07 months. This device is not being returned for evaluation as it was discarded by the hospital. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. No additional patient information and no reason for explant of this device has been provided.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, the device was explanted after an implant duration of approximately 3 months (3.07 months) due to unknown reasons.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a "conventional" customer complaint. The information reported may or may not be related to the edwards device. In this case, a valve was explanted after an implant duration of approximately 9 months (8.97 months) and replaced with a different model heart valve due to unknown reasons.

Manufacturer narrative:
Model: this model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. (B)(4) = device not returned. Additional manufacturer narrative: the device will not be returned as it was discarded by the hospital. A device history record review is in progress.